Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. The device will be returned for analysis and further information will follow once the analysis has been completed. No conclusion can be drawn at this time.

Event description:
The customer called to report high blood glucose levels and bent cannulas. The customer's blood glucose level was between 300 and 400 mg/dl, treated with manual injection. The customer changed the reservoir and infusion set and insulin pump worked fine. Customer had past motor error alarms. Customer was able to rewind. The customer was advised to discontinue use of the device and revert to a back-up plan. The customer was advised that the device would be replaced, and was informed to return the product for analysis. The customer was sent replacement infusion sets and reservoirs and is to return them for analysis.

Manufacturer narrative:
The insulin pump passed displacement test, operating currents, self-test, off no power, unexpected restart error test, rewind, basic occlusion, occlusion, prime and excessive no delivery test. All operating currents are within specification. Motor passed motor test. No motor error alarm. Device received with minor scratched display window, cracked case at display window corner, cracked battery tube threads and cracked reservoir tube lip.